Manufacturer narrative:
This product is registered as a combination product. A partial lead was returned for analysis in 1 segment measuring 16.4 cm with only the connector portion of the lead. The damage found was sustained during procedure. The portion of the lead that was returned was otherwise normal.

Event description:
Related manufacturer reference number: 2017865-2020-05145. 2017865-2020-05149. It was reported that the patient expired. There is no known allegation from a health professional that suggests the death was related to the device. It was reported that the cause of death is unknown.